Event description:
Patient self tester called alleging discrepant inratio value. (B)(6) 2015, inratio 2.3, lab 1.8 four hours between tests; (B)(6) 2015, inratio 3.8. Patient's therapeutic range 2.5 - 3.5. Coumadin dose not provided, however, customer states coumadin was increased on (B)(6) 2015 due to both the inratio and lab results. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Customer is using expired product for testing. Using expired product may be a cause for the unexpected results experienced by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.